Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified middle of the left anterior descending artery. A 3.25 mm x 12 mm nc emerge balloon catheter was advanced for dilatation. However, during the first inflation at 7 atmospheres for 3 seconds, the balloon ruptured. Subsequently, another 3.00 mm x 12 mm nc emerge balloon catheter was advanced for dilatation, but it also ruptured. The device was completely removed, and the procedure was completed with a different device without any patient complications reported. The patient was in good condition.